Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the left ureter, performed on (B)(6) 2021. During the procedure, it was noticed that the tip of he bladder pigtail was folded and ragged and it could not be inserted smoothly. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was kinked.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent kinked. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder pig tail buckled accordion and the tip deformed. A photo of the device was also attached in the complaint record. A functional evaluation noted that a mandrel 0.035" were inserted through the catheter and no resistance was felt and the mandrel was unloaded without issues. The suture string, the positioner and stabilizer did not return with the device. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the device found with the bladder pig tail accordion and tip deformed. It is possible that operational factors, such as the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used, excess of force applied during it used could cause the found issues. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the left ureter, performed on (B)(6) 2021. During the procedure, it was noticed that the tip of he bladder pigtail was folded and ragged and it could not be inserted smoothly. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was kinked.